Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness.. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports receiving a communication error while wearing a pod between 24 and 36 hours. The patients blood glucose level was below 70 mg/dl. The patient reports they had lost consciousness. As treatment, the patient received a shot of glucagon and drank juice.